Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, a scope error e32 appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause could not be conclusively determined, but there was a possibility of failure of ccd and circuit board.